Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: target: descending aorta approach: the left femoral artery (fa) thoracic endovascular aortic repair (tevar) for descending aorta with embolization of the celiac artery was performed. The distal end of the distal component was planned to be placed at right above the superior mesenteric artery (sma). The user inserted the delivery system from the left fa and zta-p-34-161-w1 was placed, and then he flushed the delivery system of zta-d-36-142-w1 with 60cc fluid and noticed the flush fluid leaked from the distal end of the black gripper, but he used the device on the patient. After unsheathing at the target site, the user turned the black safety-lock knob and then turned the blue rotation handle until stopped. Then he tried to turn the gray safety-lock knob on the black gripper, but it was unable to turn due to stiffness. The user confirmed that the blue rotation handle was fully turned, then attempted to turn the gray safety-lock knob again, but it was still unable to turn due to stiffness. So he gripped the gray safety-lock knob with a forceps and tried to turn again, managing to turn it with difficulty. However, the gray knob turned only itself and broke. At this point, he checked if he could pull the black gripper, but it did not move at all. Then he removed the screw part of the broken gray safety-lock knob from the black gripper by turning it, and he pulled the black gripper with very strong force, and it gradually moved. After about 30 minutes, the black gripper was pulled enough for him to hear a click, but the bare stent was not deployed as it remained closed. Even the transparent cap was not visible by fluoroscopically, he determined the transparent cap did not move since the distal side of the gray inner catheter did not move. He turned the blue rotation handle to release the proximal side because the blue rotation handle window was green. He stabilized the outer sheath in the same manner of tip retrieval, and pulled the inner catheter out, which somehow released the distal bare stent, completing the procedure. Patient outcome: no patient health hazards.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: tevar (thoracic endovascular aortic repair) for descending aorta with embolization of the celiac artery was performed. The distal end of the distal component was planned to be placed at right above the sma (superior mesenteric artery). The user inserted the delivery system from the left femoral artery and zta-p-34-161-w1 was placed, and then flushed the delivery system of zta-d-36-142-w1 (complaint device) with 60cc fluid and noticed the flush fluid leaked from the distal end of the black gripper, but used the device on the patient (related complaint). After unsheathing at the target site, the user turned the black safety-lock knob and then turned the blue rotation handle until stopped. Then the user tried to turn the gray safety-lock knob on the black gripper, but it was unable to turn due to stiffness. The user confirmed that the blue rotation handle was fully turned, then attempted to turn the gray safety-lock knob again, but it was still unable to turn due to stiffness. So, the user gripped the gray safety-lock knob with a forceps and tried to turn again, managing to turn it with difficulty. However, the gray knob turned only itself and broke. At this point, it was checked if it was possible to pull the black gripper, but it did not move at all. Then the screw part of the broken gray safety-lock knob was removed from the black gripper by turning it, and the black gripper was pulled with very strong force, and it gradually moved. After about 30 minutes, the black gripper was pulled enough to hear a click, but the bare stent was not deployed as it remained closed. Even though the transparent cap was not visible by fluoroscopically, it was determined the transparent cap did not move since the distal side of the gray inner catheter did not move. The blue rotation handle was turned to release the proximal side because the blue rotation handle window was green. The outer sheath was stabilized in the same manner of tip retrieval, and pulled the inner catheter out, which somehow released the distal bare stent, completing the procedure. The anatomy was reported to be within the IFU (instructions for use). The graft was not altered in any way prior to implant. This complaint addresses the challenging gray safety-lock knob release. The event of the challenging release of the distal end of the stent graft and the event of the leakage from the distal end of the black gripper is handled in related complaints. The complaint reported by the user was confirmed. Complaint is confirmed based on visual and/or functional inspection. A part of the device was returned for evaluation. The device evaluation determined the following: zta-d-36-142-w1 was returned without stent graft and shipping stylet. The gray safety-lock knob was returned in two pieces and separated from the device. Safety rod 1 long and safety rod 2 short were placed on the sliding rod to reproduce the origin position. The threaded wire knob, marker ring, wire knob and the blue rotation handle were placed in the original position. The blue rotation handle was turned in the direction of the arrow next to label 1 until the stop was felt. These steps were performed to test whether the rotation function of the blue rotation handle works and whether the safety rod 1 long and 2 short are retracted when rotation handle is being rotated and the hole on the sliding rod, where the rotation lock of gray safety lock-knob placed, becomes free. No nonconformances were noted. The blue rotation handle was turned further in the direction of the arrow next to label 3 until a stop was felt and the window became clear. The threaded wire knob, marker ring and wire knob were found at the end of the thread of the blue rotation handle. These steps were performed to test whether the rotation function of the blue rotation works and whether the safety rod 1 and 2 move further. No nonconformances were noted. The grey safety lock knob and rotation lock were returned separated from each other and separated from the device. Several marks were observed on the grey safety lock knob and on the proximal part of the lock pin, which were likely applied by the user with a forceps as reported, as the knob was stuck. The distal part of the lock pin was severely deformed. Additionally, scratches were observed on safety rod 2 short going from 16.5 to 18.5mm. Furthermore, the hole on the sliding rod where the rotation lock of gray safety lock-knob is placed normally was severely deformed. These damages indicate that the blue rotation handle was likely not rotated to the full stop during the first rotation and the safety rod 2 short was not fully retracted as intended and the hole on the sliding rod, where the rotation lock of gray safety lock knob placed, didn´t become free and therefore became damaged. Additionally, since the blue rotation handle was not rotated to the full stop under the first rotation, it was not possible for user to open the gray safety lock knob. However, it was not possible to determine why the blue rotation handle was not rotated to stop during the step 1 based on the device evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause was identified. The handle was unintentionally not rotated to the full stop under the first rotation, this issue prevented the user from being able to open the gray safety lock knob. However, it was not possible to determine why the blue rotation handle was not rotated to stop during the first rotation based on the device evaluation and investigation. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.